Manufacturer narrative:
The returned device was evaluated. Visual inspection revealed the bottom shell was damaged. The device arrived without batteries. Generic stock lab batteries were used to turn on the unit. During power up, led segments on the led digits were unable to fully illuminate. The device was able to obtain spo2, pi, and pulse rate readings normally. Internal inspection isolated the led issue to intermittent open led segments on the system board. A service history record review reveals that this unit was in the field for over five (5) years with no previous reported issues related to this reported event.

Event description:
The customer reported that some leds in the unit's lower display do not work. No consequences or impact to patient were reported.